Event description:
Follow up to lysis treatment. During the procedure, it was reported that the physician was manipulating the catheter through significantly calcified arteries and it broke off in the patient. After failed attempts to retrieve the broken segment of the catheter with a snare, an embolectomy was performed and the 15cm broken catheter segment was retrieved successfully. No injuries were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).